Event description:
During the coronary stenting procedure, the cypher select stent could not be inflated because there was a crack in the luer hub. The procedure was completed with another cypher stent. There was no patient injury. The device was pulled out of the package by the hub but no anomalies were noted when the device was taken out of the package. The device was prepped according to IFU. There was no difficulty flushing the sds or connecting the indeflator.

Manufacturer narrative:
This device crb 28250 (lot 14070831) is distributed outside the united states; however, it is similar to the united states product cxs 28250. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.